Event description:
It was reported that during a laparoscopic gastric bypass procedure the device fired fine, but the cutline was 3mm short of completing the cutline. This occurred at all ten firings. At one of the firings the surgeon placed two clips on the staple line and completed the cutline with scissors. The case was completed with no patient consequence. The device was discarded. On what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? All 10 firing. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White. Was buttressing material utilized? Yes. If so, which product? At the last firing, peri strips. Was the instrument fired across or near an existing staple line or clip? Yes, but nothing out of the ordinary. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.